Event description:
It was reported by the patient on (B)(6) 2014 that her last surgery made the ¿extender cord longer¿ so they would not have to worry about the leads moving out of place. The patient stated at this time they discovered that one of the 18 ¿leads¿ was not working. However, it was noted that was ¿okay.¿ the patient stated that a manufacturer representative was present for the surgery. The patient stated that therapy worked well for her as of (B)(6) 2014. The patient was unclear about the timeline for the event. It was later reported that an extension was replaced (B)(6) 2006. The manufacturer representative stated that she learned of this a ¿day or so¿ before the procedure. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: extension. Product ID: 3550-09, lot# n0020684, implanted: (B)(6) 2005, product type: accessory. Product ID: 3487a-33, lot# j0454359v, implanted: (B)(6) 2005, product type: lead. (B)(4).